Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was functionally / visually tested according to the diagnostic assessment. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device passed all visual inspections. Investigation is based on the assessment performed in service center palm beach gardens. Based on service record: the device passed all inspection criteria according to the diagnostic assessment. Since no failure was found no root cause can be defined. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it shall not be used. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device where it was used against the instructions for use that could not be replicated when the device was tested during technical investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device k2 gun that has been misfiring. It has just fired in reverse on its own 3 separate times now. And after we have had the cup in on a couple occasions it has backed the cup out without the dr pressing any of the buttons causing the cup to lose its press fit. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.